Event description:
It was reported that the patient experienced an infection. All products were removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).